Event description:
It was further reported that the patient was found to have abnormal ffr and stress test indicating ischemia prior to index procedure.

Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention, a dissection and malapposition occurred. In (B)(6) 2013, the patient presented with stable angina (ccs classification: 2) and cardiac catheterization was recommended. Target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 22 mm long with a reference vessel diameter of 3.0 mm. Target lesion was treated with pre-dilatation and placement of a 3.0 x 28 mm study stent with 0% residual stenosis; post deployment, stenosis was noted at the distal edge of the stent. The event was treated with balloon angioplasty. Baseline corelab angiography reports comments note: small "c" dissection present at distal edge of the stent. The dissection is first seen after several balloon inflations performed distal to the stented segment and at the distal edge of the stent. No dissection immediately after stent deployment. Three days later, the patient was discharged on aspirin and clopidogrel. After twenty days, the patient presented with complaints of dyspnea and positive ergometry and was hospitalized on the same day. On the next day, the patient underwent coronary angiography. An optical coherence tomography revealed a dissection at the end of the study stent with clear malapposition. The 70% lesion in the mid lad, along with the dissection and malapposition of the study stent was treated with percutaneous coronary intervention and placement of two 3.00 x 12 mm and 2.50 x 14 mm non bsc stents in mid lad with 0% residual stenosis with timi 3 flow. The patient was discharged two days later on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).